Manufacturer narrative:
(B)(4). The device was not returned to edwards as it remains implanted in the patient. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis. The clinical statements cannot be confirmed and the root cause for the reported event of this device remains indeterminable edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a second device, 29mm bioprosthetic valve, was implanted into a 27mm bioprosthetic valve in the mitral position via valve-in-valve procedure. The implant duration was approximately ten (10) years and three (3) months. The reason for this procedure was severe mitral stenosis. The implanted valve was functioning well and there was no perivalvular leak or regurgitation after the procedure. Patient was transferred to the cardiac intensive care unit in critical condition.